Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. Based on the records in ky2help, described observations and instrument logs, the root cause was most likely a defective inspiratory channel. There was no patient or user harm. It cannot be excluded that a similar event occurred during ventilation. In this issue no patient was involved. The identified root cause could not be completely confirmed. The investigator chose annex c-code "4256 - malfunction observed without conclusive finding". This code is not yet available in the esubmitter. Therefore the field will be left blanc and the code noted here in the conclusion.

Event description:
Flow sensor and tightness calibration failure.